Manufacturer narrative:
(B)(4).

Event description:
The health care provider via a manufacturer representative reported that the patient's implantable neurostimulator (ins) had high impedances all greater than 10,000 ohms. The system was tested with the test cable and external ins and the system was good with normal impedance. The impedance test with the ins was greater than 10,000 ohms with 4 tests and it was impossible to have good impedance. The stimulator had not been implanted, was replaced, and would be returned. A new stimulator was implanted with good impedance and the system was good actually. The issue was resolved and the patient was alive with no injury.